Event description:
Rayner rec'd an initial report from surgical and ophthalmic supplies our (B)(6) distributor on (B)(6) 2011 . The event description provided is as follows "with insertion of the iol, the trailing haptic got stuck in the introducer (enough viscoelastic material was used in the introducer). I had to explant the iol due to broken haptic".

Manufacturer narrative:
This incident has been allocated the reference number (B)(4). Although the t-flex aspheric 623t intraocular lens is not available in the united states, the material and haptics of this lens are the same as the c-flex 570c. The c-flex 570c intraocular lens is available in the united states. The mfg records for the t-flex aspheric 623t +1.5/+6.25 batch 030e98759 were reviewed and no anomalies were detected. Normal mfg and sterilization were recorded. A review of complaint data has confirmed that no other complaints of any type have been rec'd against the t-flex aspheric 623t batch 030e98759.